Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the left bundle branch (lbb) right ventricular (rv) lead exhibited high threshold and intermittently sensing atrial activity. It was noted that the lbb rv lead exhibited no evidence of appropriate rv sensing nor rv capture on the current electrograms (egm). It was also reported that the lbb rv lead exhibited correlating change with diminished sensing, slight decrease in impedance and rise in thresholds. It was also noted that the rv egm exhibited intermittent undersensing of atrial rhythm and intermittent rv pacing. Lbb rv lead dislodgement was suspected. The lead remains in use. No patient complications have been reported as a result of this event.